Event description:
It was reported that a registered nurse (rn) experienced a breach in aseptic technique during drain 1 of peritoneal dialysis therapy. The patient was connected at the time of the event. The details of the breach in aseptic technique were not reported. The rn ended therapy as a precaution. It was not reported how the patient would complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation. However, a use error of a breach in aseptic technique occurred. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.